Event description:
Additional information received reported that the patient had a pump changeout, and the hospital agreed to release the pump after 30 days.

Event description:
It was reported that actual residual volume (arv) was 0.5 ml, and was less than expected residual volume (erv) of 4.9 ml. The healthcare professional (hcp) did aspiration under fluoroscopy and ¿was certain he was in the pump reservoir;¿ the reporter noted that the hcp tried changing needles but still did not get more back. The patient reported he felt like he wasn¿t getting enough relief from the pump, but it was not known when this started happening. The patient was brought in one week following the fill and it appeared that the pump was working properly. The patient noted that prior to the original report he had gotten into a hot tub several times. The patient was currently doing fine. The pump was used to infuse baclofen (unknown), hydromorphone, and bupivacaine. No intervention was reported for this event. Follow-up was conducted to obtain this information. Should additional information be received, it will be added to the event. Additional information received reported that they brought the patient back ¿mid refill as recommended¿ to confirm the volume in the reservoir and they got less than expected again. The arv was 17.2 and erv was 27.4. When the pump was refilled ¿after being empty for an undetermined amount of time¿ the patient was feeling great and ¿every so often he got really sleepy that he can¿t get out of bed.¿ the reporter stated that the patient had a ¿vigorous schedule and normally did not take naps.¿ it was reportedly not immediately after the refill but instead ¿last time it happened two weeks after the refill.¿ the drug information had not changes since the last update. There had been no diagnostic studies performed and there was no suspicion of overinfusion. The reporter stated that they ¿may be replacing the pump.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-13 from the hcp via a representative reported there was a 5 ml volume discrepancy with the patient¿s previous pump that had been explanted a few years back. Additional information received on 2017-aug-16 from the hcp reported there was a volume discrepancy (B)(6)2015 when the pump was revised. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp believed the pump was returned. The hcp was trying to obtain the results from the analysis of the malfunctioning pump the hcp's future reference. The patient's weight at the time of the event was above (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner (bp). It was reported that the pump was explanted on (B)(6) 2015. The patient was not getting enough relief. The actual residual volume was less than expected. The dose was increased, the pump was replaced, and the events resolved.